Manufacturer narrative:
(B)(6).

Event description:
It was reported that one day post implant, low r wave amplitudes were noted. Lead dislodgement was confirmed via x-ray. The lead was successfully repositioned without incident and the patient was fine after the event.